Event description:
It was reported that the customer experienced high blood glucose of 380mg/dl, and customer treated with an insulin pen. It was stated that insulin leaked between the snap cap and septum. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.